Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Mother is calling on behalf of the customer. The customer is concerned with results obtained of 129 and 105mg/dl. The expected fasting blood glucose test result range is 80-88mg/dl. The customer did report symptoms of lethargic, pallor and passing out. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the office. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:105mg/dl date: (B)(6) 2018 time:4:52pm fasting; result 2:109mg/dl date: (B)(6) 2018 time:5:26pm fasting; result 3:112mg/dl date: (B)(6) 2018 time:5:01pm fasting; result 4:102mg/dl date: (B)(6) 2018 time:4:58pm fasting; result 5:107mg/dl date: (B)(6) 2018 time:4:22pm fasting. Customer went to the hospital on (B)(6) 2018. Customer states that her (B)(6) son collapse and pass out on (B)(6) 2018. After collapse she run a blood test and got 129/105mg/dl fasting. Customer states that her son was having symptoms of low blood sugar, but the meter was giving higher results. Customer states that her son was looking pale white, lethargic. Customer took her son to the hospital 45 mins later at the hospital they run a blood test and got a result of 53mg/dl fasting. They gave him some white bread and applesauce to get his glucose reading up. Customer states that his normal glucose range is 80-88mg/dl fasting, and he is not taking any medication for his diabetes. Customer was at the hospital for 3 hours and they were able to get his glucose up and they went home. Customer was not told what the last results before leaving the hospital. Customer was not experiencing symptoms or needed further medical attention at the time of the call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Mother is calling on behalf of the customer. The customer is concerned with results obtained of 129 and 105mg/dl. The expected fasting blood glucose test result range is 80-88mg/dl. The customer did report symptoms of lethargic, pallor and passing out. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the office. During the call on 07/09/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1: 105mg/dl, date: (B)(6) 2018, time:4:52pm, fasting. Result 2: 109mg/dl, date: (B)(6) 2018, time:5:26pm, fasting. Result 3: 112mg/dl, date: (B)(6) 2018, time:5:01pm, fasting. Result 4: 102mg/dl, date: (B)(6) 2018, time:4:58pm, fasting. Result 5: 107mg/dl, date: (B)(6) 2018, time:4:22pm, fasting. Customer went to the hospital on (B)(6) 2018. Customer states that her 14year-old son collapse and pass out on (B)(6) 2018. After collapse she run a blood test and got 129/105mg/dl fasting. Customer states that her son was having symptoms of low blood sugar, but the meter was giving higher results. Customer states that her son was looking pale white, lethargic. Customer took her son to the hospital 45 mins later at the hospital they run a blood test and got a result of 53mg/dl fasting. They gave him some white bread and applesauce to get his glucose reading up. Customer states that his normal glucose range is 80-88mg/dl fasting, and he is not taking any medication for his diabetes. Customer was at the hospital for 3 hours and they were able to get his glucose up and they went home. Customer was not told what the last results before leaving the hospital. Customer was not experiencing symptoms or needed further medical attention at the time of the call.